Manufacturer narrative:
Block b3: exact date unknown, event occurred year 2022. Block d6b: explant date: 2022 additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 19320768. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 19143209. UDI: (B)(4).

Event description:
It was reported that the patient developed an infection due to his pain pump that required an explant of both the pain pump and the spinal cord stimulator (scs). The patient has fully recovered from the infection and the explant procedure upon follow-up. The explanted device components were not returned. No further information could be obtained despite good faith efforts.